Manufacturer narrative:
The hill-rom tech found the CPR switch to be the issue. It is necessary for the envision low airloss therapy surface to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure CPR for proper operation. The tech replaced the CPR switch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the CPR would not activate. The unit was located in medsurg at the account. There was no pt/user injury reported. (B)(4).